Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00025; 509-00-032, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient was revised due to shoulder instability. Male 54yrs.